Manufacturer narrative:
The investigation for the thrombocytopenia, hemolysis, limb ischemia, and ventricular tachycardia (vt) has been completed. Data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. Product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of thrombocytopenia, limb ischemia, and vt was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team received three long-term outcome and quality indicator (loqi) notifications that found that: a patient that endured thrombocytopenia and anemia with a possible relationship to the impella device used: likely consumptive. Low but stable. Heparin-induced thrombocytopenia (hit) sent on (B)(6) resulted negative. On (B)(6) plt 55k/ul; heparin and tricagrelor continued. On (B)(6) plt 66 k/ul. On (B)(6) plt 64 k/ul. Hit sent on (B)(6) resulted positive. Blood products given prn. Heparin stopped and argatroban started. Resolved on (B)(6)2024. Plt 64 on (B)(6) 55 on (B)(6) 64 on (B)(6) 96 on (B)(6) 191 on (B)(6).¿. The patient recovered with no sequelae. A patient that endured non-traumatic compartment syndrome of right lower extremity (rle) with a possible relationship to the impella device used: on (B)(6) 2024: patient's rle signals stable. Ck uptrend to 11k. Neuvascular checks and serial ck continued. On (B)(6) 2024: patient's ck trended up to 13k on (B)(6) 2024. It was noted that the right compartment was tense compared to the remainder of the calf and left lower extremity. Patient also had sensory loss on the dorsum of the right foot between 1st and 2nd metatarsal heads. Patient underwent right leg 2 fasciotomy. The patient recovered with no sequelae. A patient that endured non-sustained ventricular tachycardia with a possible relationship to the impella device used: patient had previous occurrence of nonsustained ventricular tachycardia. Patient re-admitted on (B)(6) 2024 for non-sustained ventricular tachycardia. Heart rate was monitored. Patient continued mexiletine 200 mg po tid and metoprolol xl 25 mg po bid for treatment. The patient recovered with no sequelae. The patient survived the events.